Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: 97702 pain stim ipg, implanted: (B)(6) 2017; 977a260 pain stim lead, implanted: (B)(6) 2017; 977a260 pain stim lead, implanted: (B)(6) 2017 evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise.

Event description:
It was reported that the implantable pulse generator (ipg) experienced electromagnetic interference. The patient had felt faint a couple times. The ipg remains in use. It was further reported that the right ventricular (rv) lead experienced electromagnetic interference and noise. The rv lead had a partial fracture and it exhibited high impedances and oversensing. It was noted that a polarity switch had occurred. The patient experienced light headedness several times due to these issues. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.